Manufacturer narrative:
Batch review performed on 7 december 2020: lot 147983: (B)(4) items manufactured and released on 6-mar-2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: secondary resurfacing of patella in a patient with an implanted tka, performing well. Disease progression, no defects or malfunctions.

Event description:
Revision surgery and patella resurfacing performed due to pain. Patella implant was revised and the new implant was resurfaced. The primary surgery date is unknown.